Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review all of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported failure. The clamp was replaced. As root cause dried fluid on electrical components, i.e. "Fluid/ moisture ingress" was identified. The cause for the fluid entrance might be due to use condition / cleaning at customer.

Event description:
Livanova received a report that a s5 erc tubing clamp / 620mm triggered an error codes during priming and the user was not able to clear the error. There was no patient involvement.